Manufacturer narrative:
Alleged failure: insuflators would not hold pneumo during case there is no probable root cause in relation to the complaint as there were no errors during the functional testing of the unit. However, the unit is past due for calibration and should be checked for preventative maintenance. Additionally, it is recommended to replace the gas adapter the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insufflator was not holding pressure during a medical procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insufflator was not holding pressure during a medical procedure.